Event description:
It was reported that the health care professional (hcp) called and requested technical services (ts) to review the presenting electrogram (egm) of this pacemaker system. The hcp stated that the device was programmed to pace on the atrial channel only and observed farfield oversensing on the right atrial (ra) channel. It was also noted that the intrinsic p wave appeared to be at 0.4mv from the initial measurement of 4mv. Ts discussed device programming with the hcp and recommended programming optimizations. No adverse patient effects were reported. The pacemaker remains in service.